Event description:
It was observed that during the device evaluation, the laparoscope, gynecologic had a light guide lens chipped, and the light guide bundle at the distal end was folded/broken. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the following is likely to have led to the malfunction. The cause of the failure could not be determined. The most likely cause was excessive force. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.